Event description:
It was reported that during the implant procedure, the ventricular lead exhibited low impedance. The lead was not implanted. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).